Event description:
Literature was reviewed regarding 'no consistent antidepressant effects of deep brain stimulation of the bed nucleus of the stria terminalis'. The following medtronic devices were used in the study: a 3389 dbs lead. Among patient adverse events/device performance issues included: surgical adverse events: 1) 1 patient underwent follow-up surgery to reposition the battery after it shifted post-surgery.

Manufacturer narrative:
Continuation of d10: product ID: neu ins stimulator (serial: unknown), product type: 0197-implantable neurostimulator. Product ID: neu ins stimulator (serial: unknown), product type: 0197-implantable neurostimulator. Product ID: neu ins stimulator (serial: unknown), product type: 0197-implantable neurostimulator. G2: citation: authors: fitzgerald p. B., hoy k., richardson k. E., gainsford k., segrave r., herring s. E., daskalakis z. J., bittar r. G.. No consistent antidepressant effects of deep brain stimulation of the bed nucleus of the stria terminalis. Brain science 14 2024. Doi: 10.3390/brainsci14050499. A.3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. B.3. Please note that this date is based off of the date of publication of the article [or the date that the article was accepted for publication] as the event dates were not provided in the published literature. B.5. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.